Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the lead was placed in the ventricle the helix did not protrude. The lead was removed and inspection outside the body identified unsmooth extension of the helix. A new lead was used. No patient complications have been reported as a result of this event.